Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified wear lines on the shaft and the device had fractured at the tip of the driver. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301101 ¿ arcos body broach ¿ 592328. 31-301513 ¿ arcos stem trial ¿ 7597305. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the broach body and stem extension cold welded together. After the surgery, an attempt to separate the two products, during which the screwdriver tip broke off in the screw head. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.